Manufacturer narrative:
Patient demographics such as: age, date of birth, sex and weight were not provided by the customer. The reagent lot number was not provided by the customer; therefore, are incomplete. A beckman coulter field service engineer (fse) was not dispatched. There is no indication that the access accutni+3 reagent was returned for evaluation. In conclusion, the cause of this event cannot be determined with the supplied information. All mdrs associated with this report: 2122870-2016-00485, 2122870-2016-00486.

Event description:
The customer contacted beckman coulter on (B)(6) 2016 to report generating non-reproducible access accutni+3 results for two (2) patients on the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4). This report addresses imprecise access accutni+3 results generated on (B)(6) 2016 for one (1) patient. Mdr212870-2016-00486 addresses imprecise access accutni+3 results generated on (B)(6) 2016 for one (1) patient. The elevated access accutni+3 result for the first patient (designated as patient one (1)) was repeated twice more on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and lower, but still elevated results, above the assay's normal reference range, were obtained. Quality control (qc), calibration and system information for the event date of (B)(6) 2016 were not provided by the customer. The patient's sample was collected in a green top plasma tube and was centrifuged for either five (5) minutes at 5,000 rpm (revolutions per minute) or ten (10) minutes at 3,500 rpm. No issues with sample integrity were noted by the customer. Service was not requested at the time of the event.